Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl or lower at the time of the incident. The customer was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having issue logging into carelink to upload their pump and was starting to catch a cold. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test, and delivery accuracy test at 0.08765 inches. Device was received with minor scratched lcd window and scratched reservoir tube window.